Event description:
Additional information received reported the patient still had concerns regarding their device or therapy, but was working with their doctor of manufacturer representative. An appointment on (B)(6) 2013 was noted.

Event description:
It was reported that there was a power on reset (por) condition. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-33 lot# v432837, implanted: 2010 (B)(6), product type lead. (B)(4).